Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission revealed that a lead integrity alert (lia) had triggered back in 2020 due to high rate no n-sustained (hrns) episodes and sensing integrity counter (sic). In addition, there was t-wave oversensing (twos) noted with the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.